Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen via an implantable pump. It was reported that the pump was explanted. The patient developed a pressure ulcer directly on top of the pump site, the wound was open. There were no diagnostics or troubleshooting performed. The pump was removed due to infection risks. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the issue.